Event description:
During ureteroscopy stone removal and stent placement with doctor, a zero tip nitinol stone retrieval basket was used. During stone extraction, the wire snapped leaving 5 inches of basket wire inside the ureter. There was no significant damage to the basket other then the break. The incident did not cause harm to the patient and was able to remove the retained part of the basket. All pieces were removed from the patient and no damage to patient occurred. Reference number m0063901050. Lot number 33254750. Expiration date 2026-01-20. The defective device was then documented and placed on coordinators desk.